Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient had recurrent swelling of the left thigh, and leg likely to secondary to persistent metal ion reaction. He has also had balance issues as well as increased fatigue.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Ppf alleges abductor muscle repair and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
MRI laboratory results shows of osteolysis , tearing and retraction of the tendon with iliopsoas bursitis and atrophy of the torn muscles, heterotropic ossification, and, pseudotumor.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: dlt ts cer hd 12/14 36mm +1.5 hip femoral head; pin lnr cons neut +4 36idx60od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Medical records received. After review of medical records, it was stated that the patient was revised to address pain, massive fluid collection and catastrophic tissue loss. Revision notes reported tremendous amount of scarring and fluid collection, abductor deficiency, enormous amount of necrotic tissue, cortical scalloping on the anterior femur, some corrosion distal to the actual taper but nothing on the taper itself, and a femoral strut and bone allograft were implanted. Doi: (B)(6) 2011; dor: (B)(6) 2016; left hip.